Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. The physician provided an CT image of the patient¿s lung of this event and stated that the target lesion was 18 mm is size and 0 mm from a fissure in the right middle lobe. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient experienced chest pain and discomfort due to a pneumothorax that was identified post-procedurally. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for one day. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. The patient was reportedly doing fine. On 08-apr-2022, intuitive surgical inc. (Isi) contacted the physician of this procedure and additional information was obtained about the complaint: the pneumothorax was identified post-procedurally with a chest x-ray in the post-anesthesia care unit (pacu). The physician reported they believe the ion flexision biopsy needle they used during this procedure caused or contributed to the pneumothorax, but clarified that this event was not unique to the ion. The physician added that the lesion was near a fissure and believes the pneumothorax occurred due to anatomic reasons rather than technical. When asked if the flexision biopsy needle was available for return, the physician said that information is irrelevant. The target lesion was 18 mm and was in the right middle lobe, 0 mm from a fissure. The procedure was completed successfully. The pneumothorax was moderate in size, did not grow over time, and required a chest tube to be placed to resolve. The patient was never considered medically unstable. The patient experienced chest pain and discomfort due to the pneumothorax. The patient was hospitalized for one day before being discharged in good health.